Event description:
It was reported that the customer was hospitalized for low bgs. The customer blacked out and broke their foot. Troubleshooting was performed and indicated that the time set on the pump was off by approximately thirteen hours. In addition, a lead screw test was completed and passed. Suggested customer to call the doctor to discuss possible causes of low bgs.